Manufacturer narrative:
The returned system controller was connected to laboratory equipment for functional testing and it was able to operate the test pump, while only in backup mode. The system controller was disassembled in order to examine the internal components. Visual examination of the printed circuit board revealed a damage fuse that prevented voltage supply to the primary drive circuitry. For the purpose of functional testing, the fuse was replaced and the system controller functioned was found to function as intended thereafter. The log file retrieved from the system controller revealed the time counter was out of sequence indicating the data is inaccurate. At approximately day 785 hour 7 minute 40, a motor stopped event was captured with the pump speed value at zero rpm. The pump speed value recovered to the set speed value of 9200 rpm following the event. This motor stopped event is consistent with the damaged fuse discovered during the evaluation and the reported red heart alarm. The analysis could not determine a specific root cause of the damaged fuse. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. (Calculated from the date of manufacture.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patent's system controller alarmed with a red heart alarm. The system controller was exchanged, however, the patient was symptomatic and emergency medical services was called. Once the system controller was exchanged, the pump functioned as intended with no further alarms. When the system controller was attached to a system monitor in the clinic, the red heart alarm sounded and was unable to be silenced. During the review of the system controller's log file, it was reported that low voltages occurred while the pump was connected to the patient cable. A pump stoppage was observed and appeared to be related to the low voltage. No further information was provided.